Event description:
Home pt (hp) reports puddle noted on floor underneath homechoice device at end of treatment. Hp reports all tubing lines were dry, and that they could not confirm exact location of leak. Hp reports next evening they rec'd "reload set 201" alarm. Hp reports they could not clear alarm to complete treatment. Hp reports swap device rec'd following day. No pt injury or medical intervention reported by hp.